Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user tried rebooting but drawer failed and issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that recovery screen indicated drawer failed to close. The field service engineer (fse) removed the back panel and observed the light emitting diode (led) indicating the drawer was open. The drawer was removed and the latch was inspected, revealing a missing magnet. The latch was replaced, the drawer reinserted, the closed led turned on, and the application was allowed to boot. The system functioned as intended after the field service engineer (fse) resolved the issue.